Manufacturer narrative:
No patient involved. A manufacturer representative went to the site to test the equipment. The manufacturer representative freed up pendant plungers, lubricated and tested. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the "pendulum" is broken and will not move. Technical service believes she meant the pendant will not move. No patient present.